Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had just gotten into their car and felt what they thought was a static shock. The patient did not realize the shock was from their device. The patient was seen in clinic for a routine check and it was observed on the interrogation that the shock was due to t-wave oversensing (twos) post vs (ventricular sense). It was noted that the twos post vs has been an ongoing issue for years. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.